Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed. Review of the available records identified the following: left hip arthroplasty dislocation and constraining ring displacement. Osseous fragment adjacent to the lateral femoral implant neck as noted. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02524.

Event description:
It was reported a patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient saw a doctor that was on-call, on an unknown day for an unknown reason. Sales rep provided an x-ray. Review of the x-ray demonstrated dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.